Manufacturer narrative:
H10: internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori-assisted tka, the real intelligence robotic drill spring broke off from the tip of the drill. Long arm attachment no longer able to connect to the drill. Surgery was performed after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
D10, h3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used in surgery, was returned for evaluation. The external condition shows moderate signs of wear, including a missing wave spring. The reported scenario can be visually confirmed. No further testing can be conducted since there is damage hindering evaluation. It was not possible to connect a drill attachment on the drill without the wave spring to perform functional testing. Although the reported issue was confirmed, a definitive cause for the wave spring detachment could not be determined since it was not returned with the rest of the drill. It is possible that the spring became loose and detached due to damage or deformation, or that the spring became caught on another object and forcibly removed from the assembly. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.